Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. Additionally, the usb cable was reported to fit loosely into the pump usb port. There was no adverse impact to the customer's blood glucose (bg) level. The customer declined to troubleshoot the issues with tandem technical support.